Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure indicated for paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. It was noted that a hair was found inside sterile sleeve of device when opened. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed.